Event description:
It was reported that during a lap cholecystectomy procedure, clips would not hold afer placing. The clip were badly released (overlap) and they did not hold. Used a new instrument to complete the case. No pt consequence.